Event description:
I ordered from (B)(6), the pursonic rechargeable sonic toothbrush and each time I utilized it, I noticed that the intense vibrations caused me headaches and dizzyness and soreness of gums. (B)(4) customer service. Date the problem occurred: winter - spring 2018.